Event description:
In 2008, the pt reported when she removed her insulin infusion headset, she noticed the cannula was bent. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.